Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): this lot was manufactured from november 11, 2014 to november 13, 2014.this is a report of particulate matter in the fluid path. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume intermate was found to have a white particle floating in the device. The device was compounded with colistimethate. This was observed after compounding. The device did not reach the end customer. There was no patient involvement. No additional information is available. 4 of 4.